Event description:
The reporter stated that the user stuck her finger with the lancet device after a lunch and learn session. Her finger became swollen and tender to the touch. She went to the doctor and was prescribed an antibiotic.